Event description:
A patient reported that there was another doctor at her hospital who had said that "he had patients that had to redo the tubing." It was suspected the patient had their catheters revised, but the reasons were not known. No patient symptoms were reported. The medication used within the system was unknown.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# / serial# unknown, product type catheter. (B)(4).